Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
A patient enrolled in a clinical study experienced stitch drainage and was treated with antibiotics approximately 6 weeks post-implantation. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device product code, expiration date, initial reporter hospital, manufacture date. Device remains implanted.

Event description:
A patient enrolled in a clinical study experienced wound concerns with antibiotics approximately 6 weeks post-implantation. There has been no reported revision procedure to date.